Manufacturer narrative:
Morgan, t. G., carlsson, t., loveday, e., collin, n., collin, g., mezes, p., <(>&<)>amp; pullyblank, a. M. (2021). Needle or knife? The role of interventional radiology in managing uncontrolled gastrointestinal bleeding. International journal of gastrointestinal intervention, 10(1), 17¿22. Https://doi.org/10.18528/ijgii200018. Pt age: this value is the average age of the patients reported in the article as specific patients could not be identified. Pt gender: this value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Event date: please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. If information is provided in the future, a supplemental report will be issued.

Event description:
Morgan, t. G., carlsson, t., loveday, e., collin, n., collin, g., mezes, p., <(>&<)>amp; pullyblank, a. M. (2021). Needle or knife? The role of interventional radiology in managing uncontrolled gastrointestinal bleeding. International journal of gastrointestinal intervention, 10(1), 17¿22. Https://doi.org/10.18528/ijgii200018 summary: increasingly interventional radiology has been used to stop uncontrolled gastrointestinal (gi) bleeding leading to a reduction in the requirement for surgical intervention. To examine the safety and efficacy of angiography and embolisation for the treatment of gi bleeding in a united kingdom tertiary hospital. Identified events: there were a total of 11 re-bleeds noted in the upper gi tract patients. Three upper gi tract patients who had re-bleeding episodes had repeat catheter directed angiography with embolization being performed in two of the cases. One of the patients who had a bleed from a duodenal ulcer post anterior resection had a second angiogram which detected a bleeding point but successful embolization was not achieved. The patient went on to have surgical management of their bleeding. There were 31 cases of re-bleeding in the lower gi tract patients. Of those embolised, 4 patients had re-bleeding episode within 30 days. 9 of the patients with re-bleeding episodes required further interventions, 7 needed a laparotomy and resection for haemostasis and the other 3 patients underwent repeat angiography where again no bleeding point was found and no embolization was performed. There was an additional patient who required a second embolization 3 months later due to transitional cell carcinoma of the bladder invading into the rectum. They had an initial lower gi bleed from a tumor which was embolized successfully. This patient had a further bleed three months later. A bleeding point was not seen on angiography, but there were abnormal vessels present and an embolization was carried out. There was stenosis of the right external iliac artery from tumor encasement seen at the time of the angiography, so a stent was placed through this stenosis at the time of the angiography.